Manufacturer narrative:
The field service engineer performed checks, made adjustments, and completed service testing with successful results. The last calibration was performed on 05-may-2021, the calibration signals are slightly lower than expected for calibrator 2. The qc recovery was acceptable. No indication for a performance issue of reagent or instrument. The alarm trace contained multiple procell/cleancell short alarms near the time of the event. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient with the cobas 6000 e 601 module. The initial result was 0.100 miu/ml. This result was reported outside of the laboratory and questioned by the doctor. The repeated result was 104,075 miu/ml. The result was deemed correct. The reagent lot number was 45406005 with an expiration date of 31-may-2021.